Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-calcified, non-tortuous de novo proximal circumflex lesion. The 3.25x12mm rx nc trek balloon dilatation catheter (bdc) was pressurized, and contrast was noted in the unspecified guiding catheter. When the bdc was removed, only the proximal end came out as the distal shaft had separated near the hypotube. The distal shaft was retrieved with the guiding catheter as a single unit. A new same device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information received 2/18/2020: after the procedure, resistance was felt with the bdc at the tip of the guiding catheter. The guiding catheter was intentionally cut which inadvertently also cut the distal shaft of the bdc near the balloon. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device and leak could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation; however, the reported leak and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.